Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the chair intermittently goes into drive lockout. Dealer states the sensor with the wire is cracked.